Event description:
It was found that the footrest would not hold weight due to a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.